Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. Concomitant medical products: dtmb1q1 ICD, implanted: (B)(6) 2018, 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the ra lead showed no capture, was undersensing and had diminished p waves. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.